Manufacturer narrative:
Technical services discussed that this lead was not affected by the long pin issue. No adverse patient effects were reported. The lead remains in service without further complication.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited noise with oversensing on the rate/sense channel and an increase in pacing impedance measurements. Latitude showed some measurements were >2000 ohms. However, the latitude alert for this lead was set for >2500 ohms, so no red alerts had been issued. The physician planned to see the patient in the clinic the following month. The field representative questioned if this lead was included in the long pin advisory.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead proximal segment of the lead was returned severed 212 millimeters (mm) from the terminal pin. Insulation abrasion was noted 200 - 205 millimeters (mm) from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The returned segment of the lead passed electrical testing. The reported noise with oversensing is likely the result of the lead damage observed by the laboratory.

Event description:
Additional information was received indicating the patient expired. Prior to the patient expiring tachy therapy was electively programmed off. A segment of the lead was returned for analysis.